Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that all impedances were out on the battery and no impedances were out when the lead was checked with the multi-lead trialing cable. Steps taken to resolve the issue included auctioning the battery ports, wiping down the leads with a dry sponge and checking impedances at a higher amplitude. The battery was eventually replaced with a spare and the issue was resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} the ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. {} analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.